Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and confirmed that the unit needs replacement of safety disk, crm and 5000hours preventive maintenance kit. The quotation for required spare parts was submitted and awaiting for po along with 100% advance payment to supply the same. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs100 intra-aortic balloon pump (iabp) had a blood back. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional information: event site state: (B)(6) event site postal code: (B)(6). The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the safety disk, crm and 5000hours preventive maintenance kit, to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.